Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and system failed during spin. System would not complete homing sequence. Door switch misaligned. Adjusted sidewall door switch. Performed re-homing of system. Performed a system checkout. System was fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device: product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the spin was aborted with an "early termination" message appearing. Rep reported being able to clear the message, but the system  would not open or close and the buttons on pendant were unresponsive. Rep reported being able to open the system and remove it from or (operating room). Surgical team continued surgery with competitors-imaging system. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H2) patient info a updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No add info received.